Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels between 43-46 (mg/dl). Carbohydrates were consumed to address bg levels. Reportedly, customer believes they may have over-bolused and that their basal rate settings need adjustment. Recommendation was made to consult with their health care provider to discuss diabetes management.